Event description:
It was reported that during a cardiac ablation procedure involving the pulse field ablation system, the radiofrequency (rf) guide wire could not be inserted into the dilator of the sheath. The physician typically performs a transseptal approach using the sheath and dilator provided, but the wire insertion was unsuccessful as if the dilator was not hollow. The product was replaced by a medtronic product. The case was completed without any patient symptoms or complications. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012354078 was returned and analyzed. Visual inspection showed the tip of the sheath was intact with no anomalies; however, a kink on the side port tube was identified. Functional testing was performed and no anomalies were discovered. The native dilator was inserted into the sheath and retracted several times, without any friction. The native dilator was snap-locked to the sheath and was tight. The performance test with a leak tester was performed. The pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.154 psig and in an acceptable range. The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.0094 psig and in an acceptable range. In conclusion, the sheath did not pass the returned product inspection due to a kink observed on the side port tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.